Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. Review of device history records (DHR) for item # 51-108060 lot 3323644 identified no deviations or anomalies. Concessions were noted; however, this did not affect the reported event. The reported devices are used for treatment. The reported components were reviewed for compatibility with no issues noted: item/ln: 010000661/3469608, 51-108060/3323644 , 650-1162/3075450, 110003616/3409725. Complaint history search identified no additional complaints for pain were found for item 51-108060 lot 3323644 combination. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation (B)(4). Multiple MDR reports were filed for this event, please see associated report: MFR rpt 0001825034 - 2018 - 00839. Related reports/ concomitant products: item: 010000661 lot 3469608- g7 pps ltd acet shell 48c. Item:650-1162 lot 3075450 - delta cer fem hd 32/0mm t1. Iten: 1100036316 lot 3409725- biolox delta cer lnr 32mm c.

Event description:
Clinical study (B)(6) reported patient underwent total hip arthroplasty (tha) for left hip. Six months post op it was reported, rarely moderate pain after unusual activity, moderately difficult to shop, moderately difficult to climb stairs, moderately painful to stand up. May require occasional pain medicine stronger than aspirin.